Event description:
Patient and patient's wife contacted dexcom technical support on (B)(6) 2014 and claimed no audio output prior to a hyperglycemic event in which the patient was found unconscious by his wife on (B)(6) 2014. At the time of the hypoglycemic event, patient's wife administered one shot of glucagon and called paramedics. Patient's wife tested patient's blood glucose which was 33 mg/dl at the time of the hypoglycemic event. Upon arrival paramedics tested the patient's blood glucose at 42 mg/dl. On (B)(6) 2014, patient received two additional shots of glucagon at the hospital. At the time of the call to dexcom technical support, patient's wife reported that the patient was distraught and anxious but in good condition. Additionally, at the time of the call, dexcom technical support advised patient's wife to test alert functionality and patient's wife claimed alerts were not functioning at the time of the call. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4) the initial report states that review of the data confirmed that the device was working according to specification however, evaluation of the returned device confirmed the reported no audio output.